Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during an infusion, the device alarmed and provided a message "system error. Operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off" and displayed error code "120.4610. There was involvement but no harm.

Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer?, manufacturer narrative: annex a : a1801, a040502. Annex g : g02027, g04037. Annex b : b01, b14. Annex c : c0601. Annex d : d15. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative

Event description:
It was reported that during an infusion, the device alarmed and provided a message "system error. Operating channels will continue as programmed. Press silence to reset alarm. Replace pc unit as soon as possible. Settings unrestorable. Record before pressing system off" and displayed error code "120.4610. There was involvement but no harm.